Event description:
On (B)(6) 2012, customer discovered ectasia on the right eye (od). Patient was not treated with topical or oral steroids. No flap lift and rinse was performed. Patient experienced loss of best corrected visual acuity (bcva). Patient commented on having blurry vision of the right eye and it seemed worse than last visit. Glasses only help a little. Uncorrected visual acuity (va): date (B)(6) 2012 od: distance 20/80 os: distance 20/25 best corrected va: date (B)(6) 2012 od: distance 20/30 os: distance 20/20 surgeon indicated that the patient is an avid eye rubber and he feels this type of eye rubbing has been shown to be the etiology of ectasia in some patients.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2009 due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the procedure) will make the evaluation impossible. Surgeon felt that the ectasia was not caused by the laser.